Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the reported malposition of the device during deployment was confirmed on the films provided; however, the cause of the event could not be conclusively determined. The reported difficulty to remove could not be confirmed. The exact moment when the stent was fully deployed and moved from its original position, as well as removal of the delivery system, were not available for review. It is possible that significant aortic arch angulation and tortuosity of the descending aorta were contributory factors, but this could not be confirmed. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A vamf2824c150te stent graft was implanted during the endovascular treatment of a 51.5mm taa. It was noted that the average diameter of the aorta at the left subclavian artery was 24.2mm. It was reported that during the index procedure according the surgical plan, the first valiant captivia stent graft was positioned covering half of the left subclavian artery, vamf2824c150te and vamf3434c200te were placed successively from the proximal end to the distal end to the upper edge of the celiac artery. During the procedure after the first stent graft vamf2824c150te was deployed, the proximal portion of the thoracic main stent delivery system pulled the stent during retraction. During retrieval of the delivery system, the proximal portion of the thoracic aortic stent delivery system pulled the stent. The stent fell from its originally positioned deployment position (covering halfway across the left subclavian artery) into the descending aorta. To ensure a safe conclusion to the procedure, the surgeon immediately delivered a vamf3232c200te proximally to the left subclavian artery and deployed it. After deployment was completed, the distal end of vamf2824c150te was connected vamf3434c200te to the upper edge of the celiac artery. The surgery was completed. Per the physician the cause of the event was related to the patient's anatomy. It was noted that the patient suffered from descending aortic aneurysm and the deployed thoracic aortic stent needed to be able to anchor the blood vessel at the proximal end and be stable. The distal end of the stent could not fit with the blood vessel to provide support and friction. When retrieving the delivery system, due to the tension in the delivery system and the influence of the edge of the tip, friction occurred with the thoracic aortic stent, which drove the proximal end of the stent, causing the stent to shift and fall into the descending aorta. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.